Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 6 cm diameter thoracic aortic aneurysm. It was reported that the patient presented for a routine follow up. The CT revealed that the 44x44x100 valiant stent graft had a distal type I endoleak. The distal thoracic aorta had changed from 36 mm in diameter to 42 mm in diameter. The physician implanted a 40x36x150 valiant stent graft deploying it in the previously implanted proximal 40x40x100 valiant extending down in the native artery completely covering the 44x44x100 valiant. However, the distal type I endoleak did not resolve. The physician elected to monitor the patient. The physician stated that the cause of the distal type I endoleak was due to disease progression and distal aneurysm dilation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.